Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, the reported thrombosis/thrombus is due to procedural conditions. Additionally, thrombosis/thrombus is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the thrombus requiring aspiration. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The patient has a heparin allergy, therefore, the steerable guide catheter (sgc) and clip delivery system (cds) were prepped/flushed with 0.9 normal saline solution instead of heparinized saline and the patient was anticoagulated during the procedure with bivalrudin instead of heparin. The clip delivery system was advanced to the mitral valve and the leaflets grasped however the mr was unable to be reduced. The clip was repositioned several times however the mr was unable to be reduced therefore the clip was not implanted and the cds removed. Upon removing the cds, significant thrombus was noted in the hemostasis valve of the steerable guide catheter. Attempts were made to aspirate and clear the hemostasis valve however was unsuccessful therefore the procedure was aborted. The procedure was aborted with the mr remaining at 4. Per the physician, the thrombus was likely a result of not being able to flush and prep the sgc with heparinized saline due to the patient allergy. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.